Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that a pt had a leak in the catheter tubing which had been implanted three years ago. The catheter was removed and a new catheter was implanted.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.